Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the drive support cap of insulin pump was loosened and stick out from side of the insulin pump. Customer¿s blood glucose was unknown at the time of incident. Device will not be returned for analysis.